Event description:
A report was received that two hours post-implant procedure the patient was not able to move a leg. The patient was brought back to the operating room wherein the lead and ipg were explanted. Decompression, suctioning of the area and cleaning of a hematoma were also done. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.